Event description:
It was reported that after an unknown vaginal mesh was implanted, the patient had the mesh removed. The patient also underwent a hysterectomy, anterior/posterior colporrhaphy and cystourethroscopy. It was stated that the device malfunctioned. Additional information was requested multiple times, if received, a follow up report will be sent.